Manufacturer narrative:
Initial.

Event description:
It was reported that the charger would not charge the ilet, with the charger indicator continuously blinking and the issue persisting across multiple power outlets; replacement supplies were shipped. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no alarms. Investigation included internal review of the charging issue based on user report. Investigation of this case revealed a suspected malfunction of the external charger component resulting in failure to transfer power to the device. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger.